Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received form the hcp.

Event description:
The pt experienced acute pain which extended from the posterior ins pocket around to the abdomen and into the groin. The pain had been felt for about two weeks and was worsening. The ins was turned off. The pt was given an allergy test and was "mildly allergic". The device was removed with the hope that the pt would feel better.